Manufacturer narrative:
Reported event: an event regarding disassociation involving a triathlon insert was reported. The event was confirmed via evaluation of the provided photograph. Method & results: -product evaluation and results: the reported device was not returned; however, a photograph was provided for review. The photograph shows the locking wire partially detached from the poly insert. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the locking wire was loose upon opening the packaging. The reported device was not returned; however, a photograph was provided for review. The photograph shows the locking wire partially detached from the poly insert. Further information such as return of the device is needed to investigate root cause. No further investigation for this event is possible at this time. If the device and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported "product was opened and I noticed the locking wire loose on one side. It wasn¿t used. A new one was opened and worked correctly."